Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse tested the system and the customer reported issue was not reproduced and no faults were found. A proactive replacement of the master tool manipulator (mtm) was made by the fse. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was able to be reproduced during sine cycle.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) and stated that they kept getting an error. The tse reviewed the logs and found multiple 23013 errors on axis 4 for the left master tool manipulator (mtm). The customer had two consoles, so the surgeon switched to console #2 to finish the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure name was the da vinci-assisted laparoscopic endometriosis excision, cystoscopy, and sigmoidoscopy. The system was inspected prior to use and noted nothing out of the ordinary. The procedure was completed robotically using the second surgeon side console (ssc). There was no patient injury.